Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. The root cause was determined to be a operational error. No repair was done, as this is a single-use device, which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report of an infusor that had a reservoir rupture during filling. The device was filled with ropivacaine hydrochloride hydrate. There was no patient involvement; therefore, no patient injury, medical intervention, nor adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.